Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the longevity estimate on the device was shorter than was expected. Technical support was contacted and analysis revealed that the battery depletion was normal; output on the device had increased due to lead noise with suspected damage of the non-sjm lead. The device was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.